Event description:
The customer reported they had complete comm loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported they had complete comm loss at the central nurse's station (cns). The cns was monitoring gz telemetry transmitters. The issue appeared to be with the server as the issue was affecting another cns as well. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and noted that the issue was on two separate cns monitoring systems. Nk ts reached out to clinical (cits) for assistance who noted the facility was using a legacy (nk bridge) hl7 server. Cits informed the facility that the biomed is needed to perform onsite troubleshooting steps. The biomed was in route to facility, would call when they arrived, but did not call nk back. Follow up calls to the customer were not answered. With the information available, it is reasonable to determine the root cause to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Manufacturer narrative:
According to the customer, this cns monitors gz teles and patients are not monitored anywhere else centrally. The issue appears to be with the server as the issue is affecting another cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported complete communication loss (comm loss) at the central nurse's station (cns). There was no patient injury reported.